Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Product evaluated and customer's experience of leak below drip chamber was confirmed. The root cause of the leak was identified to be a manufacturing issue related to materials. A change was made to improve the bonding of the two components to remedy the leaking issue.

Event description:
Customer reported during a blood transfusion blood was noted to be dripping from below the drip chamber. No patient harm. No additional info was available.